Event description:
Customer reports obtaining results of 500mg/dl and lo on the same device within one minute. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.